Manufacturer narrative:
Based on the claim against the product by the customer noting error message, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the arm 3 proximal set up joint (suj) due to error 307. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint regarding the error message was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. After an isi field service engineer (fse) replaced the proximal set up joint (psuj3) for advice on 1126/31226 errors. The tse looked at wheel status and noted drops between both umcs. The tse recommended ordering the fiber bypass kit and a spider cable.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the system had a non-recoverable fault, and the customer rebooted the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed previous power cycle logs and noted armnet 3 errors. The tse informed that errors could return. The tse asked if site had another patient side cart (psc) that they could bring in, but the customer declined. The tse informed site that it would be up to the surgeon, but that the system could fault out again. The customer reported a reoccurring error that returned. The tse had customer power cycle system, but error returned. The tse asked customer to try to power back on while pressing on the port clutch button in an attempt to disable the arm, but the surgeon decided to bring in another patient side cart (psc). The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The inner proximal setup joint (suj) was analyzed, and the reported failure was replicated during in-house testing. The suj was installed on the test platform and failed the fiber optic test.